Event description:
It was reported that impedance measurements of >4000 ohms on some of the bipolar pairs were found. The pt's programmer also stopped showing several programs. Additionally, a loss of therapeutic effect occurred. The pt did have a fall 2 yrs ago. There also was a 'kink or bubble in wire' that could be felt. An x-ray of the implantable neurostimulator (ins) and extension area was suggested. Add'l info from the healthcare provider indicated, the pt rec'd a new programmer and forgot three programs were taken out. The healthcare provider did not realize this happened with new programmers. Symptoms associated with this event included return of symptoms and urge incontinence. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).